Event description:
Pt with history of repeated infections with various catheters. Pt was implanted in 2002. Multiple infections reported, represented with positive blood cultures in 2002 and was treated with ancef IV and po. No hospitalization was required.